Event description:
It was reported the patient's left knee was revised. As reported: "pt. Presented with some dehiscence of surgical wound. Inspection of wound lead dr. To perform an I&d as well as replace the x3-insert in the pt's knee. No complaints filed against the implants themselves." Rep provided primary and revision usage and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.